Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Ma/510k: k011028, k013227.

Event description:
It was reported by customer that the implant was removed due to fracture.customer didn't use another device to complete the procedure.no other symptoms were reported.patient wont return for an additional appointment. Tooth#31.

Manufacturer narrative:
The following sections have been updated: g6: checked "follow-up".

Event description:
It was reported that the implant removal tool ir515 was stuck to the implant after they removed the implant, so they sent the product back together.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. There was bone debris on threads. A removal tool was stuck to the implant; however, it did not cause or contribute to the event. The condition of the top/collar of the implant was unknown. One (1) implant remover 5.0 x 15mm, wide 5.0, short, 1 ea (ir515) was also returned. It was manufactured by dowell dental products, inc (supplier ID: (B)(4)) and will be sent to the supplier for investigation. This investigation addressed only the zimmer implant and the related event (fracture) using applicable instructions for use, risk files and other available information. No pre-existing conditions were noted on the per. A pre-existing condition was not noted on the per form and the bone density was unknown. The reported device was located on an tooth location # 31 (universal) and was used for approximately 6 years and 5 months. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63254557. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63254557 for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.